Event description:
The customer reported that she visited the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 552 mg/dl. The customer stated that she had changed the infusion set prior to the event. The customer removed the infusion set, and stated that the cannula was bent. The insertion site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.